Event description:
The customer observed one troponin I "outlier during" use of the recommended testing algorithm. An ortho clinical diagnostics service rep found the liquid waste tubing to be bent which could cause falsely elevated troponin I results to occur at a magnitude that might initiate cardiac catheterization. There was no report of pt harm as a result of this occurrance.